Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received that the exposure was not possible. No service has been performed as this case was cancelled and resolution was provided in another case ID. To date, no further information was received. The codes were updated based on the investigation outcome.